Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that silicone connector within the recirculation piping required replacement. As the connector was damaged, water was able to leak from the unit. The technician replaced the silicone connecter, tested the unit, confirmed it to be operating according to specifications, and returned it to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that their reliance 333 washer was leaking water onto the floor and into the room below. No report of injury.